Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2021 using curve 150 applicator to bilateral infra scapular area developed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, b5, g1, a2, a4, b3, b5, d1, d4, g1, h6.

Event description:
Allergan aesthetics received a report of a patient treated upper back, flanks and abdomen on (B)(6) 2021 and (B)(6) 2021 with coolsculpting elite developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2022 by medical doctor.

Event description:
Additional information received that patient underwent liposuction and presented with recurring paradoxical hyperplasia (pah/ph) after liposuction.

Manufacturer narrative:
Additional information: b5

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the upper abdomen on (B)(6) 2021 using the curve 120 and infra-scapular on (B)(6) 2021 using the curve 150 and presented with paradoxical hyperplasia (ph). The patient underwent corrective power assisted suction lipectomy with renuvion plasma energy to the abdomen and infra-scapular on (B)(6) 2022. The patient then presented with recurring ph to the upper abdomen.

Manufacturer narrative:
Corrected data: a3, a4, b3, b5 (area of concern, applicator, treatment information, post-operative information), d1, d8, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.